Manufacturer narrative:
Problem of lead suture broke. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was used during a cystocele repair and vault suspension procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle would not penetrate the tissue when the physician threw the first arm. On the second attempt, the capio cage was unable to release the needle. The suture broke and detached. The detached piece was lodged inside the capio cage. The procedure was completed with another uphold¿ lite pelvic floor repair kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.